Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to the start of an unknown procedure, the customer noticed a hole in the packaging for the reload. A second like reload was used to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that a gst45b device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. Due to the damage found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information provided is compiled monitored and reviewed on a routine basis for any associated trends. Lot p4rt45: the lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Batch p57158: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.